Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger / modem was unable to power up.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the battery charger power supply connector was physically damaged, preventing the power supply connector from properly mating with the battery charger/modem. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery charger/modem.